Event description:
Pt's spouse reported that connector broke off the inflation line of the pt's in situ tracheotomy tube. As a result, the product was difficult to remove from the pt. The difficult trach removal resulted in injury to the stoma. The pt recovered with no further incident related medical sequela.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.